Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was having difficulty recharging her stimulator. The pt was unable to obtain any "black squares," and the stimulator was only half way charged after 3 hours of charging. The stimulator was repositioned, and the pt was able to recharge effectively.